Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).

Event description:
During the index procedure, two endeavor sprint drug eluting stents were implanted in the lad. An angiographic complication of lateral branch occlusion occurred during the implant of the second stent.